Manufacturer narrative:
. E3: occupation: cath lab manager the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient was scheduled for a lower leg extremity (lle) angiogram and intervention. Initially, began with a 6fr destination and then upsized to the reported 7fr destination 45cm which separated upon removal. Right common femoral artery (cfa) access, sheath placed in the contralateral side to complete a chronic total occlusion (cto) intervention with percutaneous transluminal angioplasty (pta) and stents, of note was the stent graft and stents which resulted in a raised aortoiliac bifurcation with a steep acute angle. Upon completion of the intervention, the sheath was retracted and then the respective dilator inserted for removal. The sheath stretched and eventually separated. As a result, a snare was needed to remove the piece that remained unattached in the vessel. This was successfully retrieved. Additional information was received on 28aug2025: there was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, images were provided. The evaluation of the images showed that the sheath and dilator were not fully mated, and the sheath was observed to be stretched and broken with coil exposed. The sample was not available; however, images were provided with showed the sheath was broken. The complaint can be confirmed based on the images provided. The exact root cause cannot be determined. The likely cause is the user continued to pull against resistance. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).